Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer leaking at t connector when flushing (where stylet exits). Saline spray hcp but she was wearing sterile gown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock is unconfirmed as the alleged problem could not be reproduced. One 3cg stylet with t-lock was returned for evaluation. An initial visual observation revealed the stylet was not inserted in the t-lock. Minor kinks/bends were observed along the stylet. Blood residue was observed on the t-lock. A functional testing of flushing the t-lock with water using a 12ml syringe was performed. No leaks were observed. The t-lock was then connected to the luer hub of a non-complainant powerpicc catheter. A second attempt of flushing and pressurizing the t-lock was made and again no leaks were observed. The complaint could not be confirmed as no issues were found during testing. This complaint will be recorded for future trending and monitoring purposes.